Event description:
A doctor reported that a cv232 iol had been explanted. The lens had originally been implanted in the right eye of a patient in 2001 using phacoemulsification technique. No post-operative complications were reported and at post-op day 30 the cornea was clear and the lens was located centrally. At follow-up examination a lens opacity was observed. At subsequent follow-up the patient's corrected visual acuity was 3/10 and iop was 12mm hg. The lens was explanted. No further information is available.